Manufacturer narrative:
Investigation: one sample of lot 1805212 and 1807201 were returned to our quality engineer for investigation along with the b. Braun perfusor line and fresenius injectomat line . Upon visual inspection, no damage or molding defect was observed. A DHR was performed for lots1807201 and 1805212, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Tip and thread verification testing is routinely performed during manufacturing, both the tip and thread verification for all product received were found to be compliant. Leakage and fitting tests were performed on the product with no leak observed in the syringe connection. A series of inspections and testing is performed during the assembly process to inspect for any defects such as leaks and discard products that not pass. As no leakage was observed and product was found to be within required limits, we are not able to determine a root cause at this time.

Event description:
It was reported that there was leakage and connectivity issues with a bd syringe 50ml perfusion¿. The following information was provided by the initial reporter, translated from german to english: leakage luer-lock bd-syringe over-tightents with infusion line and line rotates back 90 degrees.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage and connectivity issues with a bd syringe 50ml perfusion¿. The following information was provided by the initial reporter, translated from german to english: leakage luer-lock bd-syringe over-tightents with infusion line and line rotates back 90 degrees.